Event description:
A cusa excel 23 khz hand piece was reported to have an unstable vibration with the amplitude dropping to 30-40%. Additional information received on (B)(6) 2012 indicated that the problem was found during surgery. The unit was in contact with a pt and the pt was anesthetized at the time the unit malfunctioned. The surgery was not delayed as the surgeon was able to complete the surgery with reduced power. There was no report that the pt incurred an injury as a result of this event.

Manufacturer narrative:
The device involved in the reported incident been received for evaluation. An investigation has been initiated based upon the reported information.